Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (loc). Boston scientific technical services (ts) was consulted and further testing was recommended. No adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.